Event description:
It was reported by service report that the head end jack was drifting, the brakes were not holding, and the foot end cover was broken with sharp edges exposed. No patient involvement or adverse consequences were reported.